Event description:
The account alleged the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
The account pushed down on the head section of the bed while another person pulled the cardiopulmonary resuscitation handle and the head section lowered. The account found the cardio pulmonary resuscitation gas spring was locked up and putting pressure on the gas spring resolved the issue.